Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the top jaw being returned with the device for analysis? Yes normally, all the device will be returned.

Event description:
It was reported that during a prostatectomy procedure, the articulate jaw has broken. It did not fall into the patient. Another device was used to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # m92y9r. The device was received with the upper jaw damaged at the proximal side and not detached as was reported. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. No incident related to the reported event was observed during the batch record review.